Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing pain and swelling at the ipg site. A blood test and one week of antibiotics was ordered for the patient, although infection was ruled out. Additional information revealed the patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the one week round of antibiotics did not alleviate the patient's symptoms.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6)2019, during which the ipg was relocated from the right upper flank to the right buttock. The issue was resolved and therapy has been restored.